Event description:
A report was received that a patient was having difficulties charging her ipg. The bsn representative assessed the pocket site and believes the ipg located too deep. The physician revised the pocket site. Nothing was implanted or explanted and the patient is doing well following the procedure.